Manufacturer narrative:
This case was initially received via regulatory authority (health canada on 21-jan-2014. The most recent information was received on 17-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('excruciating pain in my pelvic/ excruciating pain in my sides') in a 38-year-old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), menstruation delayed ("loss of menstrual cycle"), headache ("headaches"), palpitations ("heart palpitations"), fatigue ("extreme fatigue"), abdominal pain upper ("excruciating pain in my stomach"), nausea ("nausea"), arthralgia ("joint pain"), alopecia ("hair loss"), visual impairment ("vision problems"), depression ("depression"), amnesia ("memory loss"), paraesthesia ("tingling in hands/feet"), feeling abnormal ("foggy brain") and restless legs syndrome ("restless legs"). The patient was treated with surgery (hysterectomy or salpingectomy). Essure was removed in (B)(6)2014. At the time of the report, the pelvic pain, back pain, menstruation delayed, headache, palpitations, fatigue, abdominal pain upper, nausea, arthralgia, alopecia, visual impairment, depression, amnesia, paraesthesia, feeling abnormal and restless legs syndrome outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, alopecia, amnesia, arthralgia, back pain, depression, fatigue, feeling abnormal, headache, menstruation delayed, nausea, palpitations, paraesthesia, pelvic pain, restless legs syndrome and visual impairment with essure. The reporter commented: rarely had headaches after essure removal in (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: not reported) on 21-jan-2014. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('excruciating pain in my pelvic/ excruciating pain in my sides') in a (B)(6) year old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), menstruation delayed ("loss of menstrual cycle"), headache ("head aches"), palpitations ("heart palpitations"), fatigue ("extreme fatigue"), abdominal pain upper ("excruciating pain in my stomach"), nausea ("nausea"), arthralgia ("joint pain"), alopecia ("hair loss"), visual impairment ("vision problems"), depression ("depression"), amnesia ("memory loss"), paraesthesia ("tingling in hands/feet"), feeling abnormal ("foggy brain") and restless legs syndrome ("restless legs"). The patient was treated with surgery (unclear whether hysterectomy or salpingectomy). Essure was removed. At the time of the report, the pelvic pain, back pain, menstruation delayed, headache, palpitations, fatigue, abdominal pain upper, nausea, arthralgia, alopecia, visual impairment, depression, amnesia, paraesthesia, feeling abnormal and restless legs syndrome outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, alopecia, amnesia, arthralgia, back pain, depression, fatigue, feeling abnormal, headache, menstruation delayed, nausea, palpitations, paraesthesia, pelvic pain, restless legs syndrome and visual impairment with essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: information from consumer via social media received through legal department: she had a surgery (unclear whether hysterectomy or salpingectomy). Case upgraded to serious incident. Her age was also provided. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.